Event description:
It was reported that during a subtotal gastrectomy, the device fired but the staples did not form properly in the middle of the staple line. The procedure was completed with additional sutures over the staple line. There was no reported patient consequence.